Event description:
Information received indicates the casters will not hold when in brake.

Manufacturer narrative:
The technician found the brakes were past the holding point and the stems were broken. The technician replaced the brake casters to repair the bed.